Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
The patient underwent revision surgery on (B)(6) 2021, to reposition the device due to a migration of the receiver stimulator. The implanted device remains.